Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed, and the root cause was determined to be use error, because the patient stated they accidently became disconnected from the set. The labeling is adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) to report a patient accidentally becoming disconnected from the machine and needed to start over with new supplies. The technical service representative (tsr) assisted with ending therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.